Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the patient experienced a brain hemorrhage and expired. On (B)(6) 2018 a watchman ® laa closure device and delivery system was successfully implanted during a laa closure procedure. The patients activated clotting time (act) at the time of the transeptal puncture (tsp) was 217 and at implantation their laa pressure was 18. The patient was discharged on eliquis. On (B)(6) 2018, at the patient's 45-day follow-up a transesophageal echocardiogram (tee), was performed and showed no change to the seal of the closure device. The eliquis was stopped at that time and the patient was placed on plavix. On (B)(6) 2018,the patient experienced altered mental status due to an intracranial hemorrhage, which ultimately lead to the patient's death. The documented cause of death was intracranial hemorrhage.